Event description:
The customer reported variation between the blood glucose level and the sensor reading. The blood glucose level was 250 mg/dl and the sensor reading was not known. It was explained to the customer that the possible cause of the issue may be related to the pressure of the site. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.